Event description:
It was reported that the force sensor resistance reading was out of calibration.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed the pump's force sensor resistance reading was out of calibration.